Manufacturer narrative:
Retainer = black. The pump was returned for a critical pump error (open book image) per event date (B)(6) 2021. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, self-test or verify critical pump error (open book image) alarm due to blank display. Moisture damage was also found on the force sensor, 40 pin flexible printed circuit/lcd, electronics stack pcba1, pcba2, and motor during visual inspection. Unable to download firmware using crest due to display anomaly. Pcba1 and pcba 2 was swapped out with a working test board and successfully powered up confirming blank display is due to moisture damage on pcba 1 and pcba2. Unable to verify pump error's 23, 24, 49, 53, 68, low battery alarm and power loss alarm due to blank display. No physical damage during visual inspection. However, unit received with corroded battery tube. The unit p-cap / test reservoir locks in place properly. Critical pump error (open book image) alarm unknown due to blank display. Blank display due to moisture damage on pcba1 and pcba 2. Unable to download history files and traces due to blank display. Unable to verify pump error's 23, 24, 49, 53, 68, low battery alarm and power loss alarm due to blank display. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a multiple pump error alarm. Customer stated insulin pump was switch off and customer performed self test and it was pass. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.